Event description:
The day after implant, the pt began experiencing left leg. Numbness/weakness. The pt had done well during the trail and "did well for the first 24 hours". The pt was medically stable and was under observation in a surgical step-down unit.